Manufacturer narrative:
At the completion of the investigation, based on available information clinical evaluation was able to find substantial evidence to support the following reported events; endoleak type ia with secondary endovascular procedure to place a suprarenal cuff, and endoleak type ii with a coil embolization at an unknown date, and persistent endoleak type ia. There was no evidence to support the reported planned explant. Additionally there was evidence to reasonably support the following observation; occlusion of the left renal artery. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the loss of seal was related to suboptimal (low) positioning of the infrarenal cuff near the apex of a 47 degree infrarenal angle at initial implant. There were no procedure related, off-label, or cautionary product use conditions that contributed to the event. Associated clinical harms for this device failure included: type ia endoleak and aneurysm enlargement; and additional secondary endovascular procedure-proximal cuff extension. There was no device related issue involving the type ii endoleak seen at 7 months post implant and persisting to 71 months post implant, the cautionary product use conditions of patent lumbar and inferior mesenteric arteries, likely contributed to the clinical harms: type ii endoleak, sac growth, and secondary endovascular procedure (coil embolization of the inferior mesenteric artery). Additionally a new onset occlusion of the left renal artery occurred on an unknown date after the secondary endovascular intervention to address the persistent type 1a endoleak. The primary cause for this occlusion could not be determined due to lack of imaging surrounding this event, the suprarenal cuff placement could not be ruled out as the cause (user error). The patient is reported to be scheduled for explant (no known date.) Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the new information received there were substantial evidence to support the following reported explant. Clinical evaluations was unable to find substantial evidence to support the following reported events; unknown proximal endoleak at explant procedure. Additionally there was evidence to reasonably support the following observations; aneurysm not excluded at implant, endoleak type ia, and stent migration. The most likely cause of the non excluded aneurysm was (unintentional user error - suboptimal placement of the cuff) and, the presence of a concomitant endoleak from a proximal lumbar artery, a cautionary product-use condition. Procedure-related harms included: an additional secondary endovascular procedure for a type ii endoleak (there was a previous endovascular repair for the type ia endoleak). The cause of the stent migration of the suprarenal cuff could not be determined due to the lack of medical information surrounding this event. No procedure-related harms could be determined. The cause of the indeterminate loss of seal verses compromised stent graft integrity observed during the explant procedure could not be definitively determined due to the problematic extraction of the devices and the resultant explant damage that was done to the returned devices. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.

Event description:
Since the submission of the follow up report, additional medical records and images were received for this patient.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a non-endologix device on (B)(6) 2011. It was reported the patient was diagnosed with a type 1a endoleak and on (B)(6) 2011 the physician elected to repair the endoleak by implanting a suprarenal aortic extension. The patient also had a type 2 endoleak repaired with glue at an unknown date. A follow up recently showed aneurysm sac growth and a potential type 1a endoleak. The physician is planning to explant the devices. The patient has not been scheduled for the explant procedure and to date there have been no additional adverse events reported for this patient.